Event description:
It was reported the patient's intrathecal drug delivery pump had less volume than expected at refill. The expected reservoir volume was 8.5 ml while the actual reservoir volume was 1.5 ml. The patient was asymptomatic. After the drug was removed from the reservoir, the hcp was able to fill the pump with 18 cc of preservative free normal saline and aspirate the same volume back out. The pump was refilled with drug (baclofen, dose and concentration unknown). The patient is scheduled to return in approximately one week to check for volume discrepancies.